Manufacturer narrative:
This report is being amended to reflect changes in describe event or problem, date received by MFR, type of reports, if follow-up, what type?, evaluation codes, and additional MFR narrative. No devices or photos were received, therefore the condition of the devices is unknown. The lot numbers of the devices is unknown, therefore the device history records and complaint history could not be reviewed. These devices are used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. It is reported that a legacy zimmer kinectiv neck and unknown modular stem were used with smith and nephew components. Zimmer-biomet has not confirmed the compatibility of this combination of devices, and this would be considered an off-label use of this product, as indicated on the packaging insert. The recommended compatibility chart can be found at www.productcompatibility.zimmer.com. It cannot be confirmed that this incompatibility has any definitive relationship to the reported event. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that a patient underwent hip arthroplasty revision due to unknown reasons. It is noted that the construct consisted of smith and nephew components, indicating off-label use. Specific product identification information of the incompatible devices was not provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient underwent hip arthroplasty revision due to unknown reasons.